Event description:
The bolt that holds the spreader bar worked its way loose from the boom assembly; the pt was dropped 2 1/2 feet to the floor. The pt was not injured; she was sent to the hosp for x-rays.